Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. The patient called the boston scientific customer contact center and reported the icm device was causing them pain. An explant procedure was scheduled and the icm device was explanted by the physician. The device was not returned for analysis. No additional adverse patient effects were reported.